Event description:
Rn hung vasopressin in evening, cosigned at bedside with pharmacist. Approximately 45 minutes later rn noticed patient's bp was more elevated than expected, rechecked her lines/drips and recognized that the whole 100cc bottle had infused within 30-40 min when it was programmed to run in the smart pump at 9 ml/hr which would take closer to 10 hours to infuse a whole bottle. Patient had oozing of blood around abdominal wound vac. Unsure if elevated bp from event may have lead to increased bleeding. Hgb on labs done morning of event in early morning was 7.0. Repeat hemoglobin after 1 unit of prbc given was 6.5. Current vasopressin drip stopped; other vasopressors turned off.